Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she inserted an infusion set into her but the needle broke off; the customer was unable to locate the needle. She stated that the needle was still inside of her skin. The customer went to the ER and the hospital staff was unable to find the needle. The event occurred years ago. No products were returned or replaced.